Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1891, awareness date 19-oct-2015 ). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Consumer reported that she missed a lot important event because she was sick all the time. She have missed so many days of work because of her symptoms. She had two surgeries. The first one only one coil got removed along with the fallopian tubes. The second surgery was a full hysterectomy and finally the last coil got removed. Product technical complaint (ptc) investigation result received on 06-nov-2015: the bayer reference number for the ptc report is: (B)(6). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who stated she was sick all the time with essure (fallopian tube occlusion insert). She had one coil removed along with the fallopian tubes. An unspecified time later, a full hysterectomy was performed and the last coil was removed. Only sickness is unlisted in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, minimal information was provided. Neither consumer's sickness was specified nor was the medical reason for the reported surgeries provided. Nevertheless; it cannot be excluded these surgeries were performed as a consequence of essure therapy. Therefore; this case was considered an incident (device removal was required). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No follow-up will be pursued (case identified during health authority website monitoring).

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.